Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure for this unit is the sieve beds were defective. Additional malfunctions include the tie wraps needed new installation, and the md hose clamps also needed installation.